Manufacturer narrative:
The technician found the communication cable was disconnected from the bed. The technician reconnected the communication cable to resolve the issue.

Event description:
The account alleged the bed is not communicating with the nurse station. No pt impact.